Event description:
Customer called to report a pod that resulted in her having elevated blood glucose (bg) readings while wearing it. Her bg's ranged 110 mg/dl - high before removing the pod and starting a new one. Customer stated the cannula was in at time of wearing and it did not appear to be kinked when she had taken it off. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filed with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.